Manufacturer narrative:
Evaluation summary: the lcb has been replaced. Additional information: h4: device manufacture date.

Event description:
Scope is leaky, lcb is reduced. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.